Manufacturer narrative:
Reference voluntary report number mw5076072.

Event description:
Specimen (omentum) was placed inside the bag and while trying to extract the specimen out, the genicon bag ruptured.